Event description:
Berlin heart inc. Was informed on december 28th, 2022, that on (B)(6) 2022, the patient had an acute change in neurologic status. The patient became agitated, had decreased movement on her right side, and had left eye deviation. A head CT, which showed a near-occlusive thrombus in the left mca. The patient was given IV tpa. Aspirin was continued. Dipyridamole and bivalirudin was discontinued. Bivalirudin was restarted approximately 5 hours after being discontinued, due to improvement in head CT. The site also reported that at the time of the event, a small punctate of fibrin at the inflow stub, a pinpoint fibrin on the outflow valve, and a clot/fibrin at the outflow stub of the blood pump was noted. The excor blood pump continued to function as expected, with complete filling and emptying.

Manufacturer narrative:
The excor blood pump, s/n, (B)(4) is still in use on the patient. Patient remains on device. Patient has recovering neurological status as of 1/17/2023. The patient is enrolled in the active ide study. This adverse event is pending cec adjudication and will be reported in the ide study report to FDA.

Manufacturer narrative:
Box g4, PMA number was corrected.